Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a proglide device. Reportedly, an unspecified issue occurred. Another prostyle was used but the same issue occurred. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Subsequent to the initially filed MDR report, additional information was received: the procedure was interventional. The product did not form a knot. The needle came without the thread. An additional device was returned. Analysis of the returned device on 02/17/2025 noted a suture malposition. (B)(6) captures the additional device.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed with an observed link separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment is due to circumstances of the procedure which led to the observed link separation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code 3190 removed and 1142 added. The additional devices referenced in b5 are filed under separate medwatch report #s.

Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a proglide device. Reportedly, an unspecified issue occurred. Another prostyle was used but the same issue occurred. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. The reviews of the production record, similar complaint, and corrective and preventive actions (CAPA) database were not performed as the specific failure mode for this complaint was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the unexpected medical intervention appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.